Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the procedure, the leadless pacemaker (lp) presented with data that was not adequate and a reattempt of mapping was performed but was unsuccessful due to the helix not extending. It was noted that the lp possibly did not catch the tissue completely or was caught in the sleeve. The lp was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications; the elongation of the helix was consistent with implant damage. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.